Manufacturer narrative:
(B)(6). Guillaume gravel, lambros tselikas, benjamin moulin, steven yevich, eric baudin, antoine hakime, salma moalla, fadila mihoubi, corinne balleyguier,thierry de baere & frederic deschamps. European radiology (2019) 29:5655-5663. Https://doi.org/10.1007/s00330-019-06040-y.

Event description:
This complaint is derived from a literature article titled "early detection with MRI of incomplete treatment of spine metastases after percutaneous cryoablation." Cryoablation with MRI guidance was performed using galil medical's visual ice MRI system on 39 patients for spinal osseous metastases (som) between 2011 and 2017. The article reported four adverse events according to the ctcae v5.0 (two grade 3 and two grade 2). Among the grade 3 adverse events, one was a post-procedural persistent paraparesis and one was a per-procedural tako-tsubo cardiomyopathy in a patient with metastatic functional paraganglioma.

Event description:
This complaint is derived from a literature article titled "early detection with MRI of incomplete treatment of spine metastases after percutaneous cryoablation." Cryoablation with MRI guidance was performed using galil medical's visual ice MRI system on 39 patients for spinal osseous metastases (som) between 2011 and 2017. The article reported four adverse events according to the ctcae v5.0 (two grade 3 and two grade 2). Among the grade 3 adverse events, one was a post-procedural persistent paraparesis and one was a per-procedural tako-tsubo cardiomyopathy in a patient with metastatic functional paraganglioma. No device malfunctions were reported in the article.

Manufacturer narrative:
The following fields were corrected in this supplemental report: d1 brand name d3 manufacturer name d4 model number d11 concomitant product/therapy g1 MFR site facility name g5 premarket / 510(k) initial reporter facility name: department of interventional radiology, gustave roussy cancercenter guillaume gravel, lambros tselikas, benjamin moulin, steven yevich, eric baudin, antoine hakime, salma moalla, fadila mihoubi, corinne balleyguier,thierry de baere & frederic deschamps. European radiology (2019) 29:5655-5663. Https://doi.org/10.1007/s00330-019-06040-y.